Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "vitrectomy probe cutter appears to be too fast for the surgeon" (device operates differently than expected). The facility head nurse reported the vitrectomy probe cutter appears to be too fast for the surgeon. The case was completed with no adverse event. The system was taken out of service afterward and their second unit was used to complete all other cases. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4). (B) (4).